Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. 60ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate implant and immediate load procedures were performed and trauma over the implant has occurred.